Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell and the device was found to be underweight. A visual and microscopic analysis was performed which identified a broken crease(sharp) on anterior, smooth break on anterior, stress marks, creases fold, wear abrasion and missing shell. Based on the device analysis the final assessment is a smooth break on anterior due to smooth opening, a broken crease(sharp) on anterior due to fold(flaw) opening, and missing shell due to inconclusive.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.